Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a severely tortuous segment of the distal lcx. During emergency catheterization of the lesion, the orsiro mission was unable to pass the lesion. This was despite the use of two balloons for pre-dilation and expansion with a rotablator.